Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed for a motor error during the basic occlusion test due to a faulty gold force sensor resistor. No alarms for a loose drive support disk could be verified due to the motor error. The motor was tested outside of the device and passed. The insulin pump was received with a cracked case at display window corners, cracked display window, cracked battery tube threads and minor scratches on the display window.

Event description:
Customer reported that the insulin pump alarmed during the manual prime. Customer stated insulin was squirting out of the tubing. The drive support cap was noted to be normal. Customer's blood glucose reading at the time of the call was 138 mg/dl. No further information reported.